Manufacturer narrative:
The tech found the side rail would raise but would not latch. The tech lubricated the side rail mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail will not raise to the latch position. The bed is located in the storage room at the facility. There was no pt/user injury reported. (B)(4).